Event description:
It was reported that during open heart surgery the atrial lead dislodged. It was also noted that the helix was extended and bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner insulation was kinked buckled. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted the lead had apparent explant damage.